Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. An interior inspection was performed and the inspection failed, finding contamination on the speaker diaphragm. The reported event of an intermittent audio output was confirmed. The root cause was determined to be an assembly error.

Event description:
Patient contacted dexcom technical support on (B)(6)2015 to claim intermittent audio output on (B)(6)2015. Patient tested the alert functionality and reported the alerts were functional. Patient did not report any injuries or medical intervention.